Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead, implanted in the septum, was not able to capture during testing. The lead was capped. The pace/sense portion of the rv lead, implanted in the apex, was then programmed on and remains in use. No patient complications have been reported as a result of this event.